Manufacturer narrative:
The reported events were "electrode is not soft enough to regulate into the target vein" and operation issue. A complete lead was returned in one piece. No lead anomalies were found. Final analysis found no indication of conductor fractures or internal shorts.

Event description:
It was reported that there was an event where the left ventricular (lv) lead was not flexible enough to be maneuvered into the target vein. The lv lead was replaced and the surgery concluded successfully. The patient was stable.